Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable pacemaker reached elective replacement indicator (eri). During interrogation of the device, telemetry was lost, it was determined that the device had entered in safety mode. Additionally, high pacing thresholds, loss of capture and pacing inhibition were observed. The increase in the pacing thresholds led to an increased power consumption. A temporary wire was implanted and eventually the device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.